Event description:
Incident as reported: lap chole - "after the clip applier was inserted through the trocar, dr attempted to load the clip into the jaws with a partial pull of the trigger. He pulled too far, resulting in the clip being partially closed, so he continued to close the jaws and clip completely with the intent of removing that clip from the body and disposing of it. When he was pulling the clip applier out of the 5mm trocar, it snagged on seal and a piece broke off the clip applier. It appears to be the piece that loads each clip into the jaws. The piece as well as clip applier is being sent back for eval." Pt status: good.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.